Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation and seems "underfilled and squishy" and "moved around a lot." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, white particles. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a creased smooth opening on posterior due to a fold flaw opening. The fill test inspection was performed: the result is no blockage.

Event description:
Healthcare professional additionally reported "creases". Device has been explanted.